Event description:
The patient reported that he went through withdrawal after his refill in 2006. The patient reported he was hospitalized. The patient went to the clinic after recovering and the nurse told him that all of the medication was still in the pump. The nurse also noted an error message of "pump memory reset error". The nurse and the physician had the mdt rep come, but they were unable to get the pump going. The pump remains implanted. No specific patient symptoms or patient outcome was reported. Additional information has been requested from the hcp, but was not available as of the date of this report. A follow-up will be sent if additional information is received.

Manufacturer narrative:
.